Manufacturer narrative:
Exemption number: e2014018. Further investigations at the production plant in order to be able to exclude dimensional deviations are ongoing. As soon as the results are available, this report will be supplemented. Manufacturing site evaluation: all component were available for investigation decontaminated. The provided components are in a used condition, different ats stamps can be found. Investigation: an investigation was carried out visually and microscopically. A functional test was carried out and all test-clips could be applied correctly. Shaft: the recommended maintenance date of pl536205 and pl53680 (sub-components) is exceeded. Visually, no failure could be detected on the components of the shaft as well as the handle. Handle: visually, no failure could be detected on the components of the shaft as well as at the handle. Cartridge: the distal end of the provided cartridge is broken off. One clip remained in the cartridge. No pores, inclusions or foreign bodies could be found on the point of rupture. Furthermore one bar of the metal sheet is bent. Batch history review; a review of the device quality and manufacturing history records was not possible because the lot numbers are unknown. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: the detaching of the cartridge was most likely caused by an overload situation. It is assumable that during application the tissue was pressed between the jaw parts too hard and thus the cartridge released from the shaft. This also could have triggered the breakage of the distal end and the bending of the metal sheet. No CAPA required.

Event description:
It was reported there was an intraoperative issue with the clips and applicator. During a laparoscopic procedure, a clip cartridge detached from the applicator and fell into the patient's abdomen. A second cartridge was used and while inserting the clip, it became "deformed"; it had been applied on an active bleeding site. The first cartridge as well as any fragments were successfully retrieved from the abdomen and the operation was completed. The surgery was delayed for more than 15 minutes. The patient outcome and condition was noted as "fine". No further information has been provided. Associated medwatches: 9610612-2019-00188 (handle); 9610612-2019-00189 (clip).

Manufacturer narrative:
Investigation: a vigilance investigator carried out the pictorial documentation and a microscopic investigation. A functional test was carried out, all test clips could be applied correctly. The recommended maintenance date is exceeded. Visually, no failure could be detected on the components of the shaft or on the handle. The distal end of the provided cartridge is broken off. No pores, inclusions or foreign bodies could be found on the point of rupture. Furthermore, one bar of the metal sheet is bent. Furthermore investigations at the production plant in order to be able to exclude dimensional deviations are ongoing. As soon as the results are available, this report will be supplemented. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rationale: the detaching of the cartridge was most likely caused by an overload situation. It is assumable that during application, the tissue was pressed between the jaw parts too hard, and thus, the cartridge released from the shaft. This also could have triggered the breakage of the distal end and bending of the metal sheet. No CAPA is necessary.